Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) was receiving treatment for an unspecified indication by receiving antibiotics (unspecified) by injection into their solution bag during pd therapy. The reason for the antibiotic treatment was not reported. It was not reported if the pt was diagnosed with peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.